Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/22/2015. Retain and return product were tested and functioning according to specification. Investigation: the device history record (DHR) for this lot was reviewed. The lot passed finished goods (fg) release criteria. Forty retained cartridges from the lot were tested using a whole blood (wb) sample and I-stat chem8+ level 2 control (l2). The customer complaint was not reproduced. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. Two hundred returned cartridges from the lot were tested using wb samples and I-stat chem8+ l2. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is available for investigation. Event date: (B)(6) 2015. Sample: method: collection: test: results: a, I-stat, 1355, 1407, na 115, cl >140. B, lab, 1400, 1409, na 140, cl 106. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).